Event description:
It was reported that the customer experienced air bubbles and gaps in the tandem mobi cartridge during pumping. The customer's blood glucose level was reported as "high" due to this issue, with no specific value provided. To address the high blood glucose level, the customer disconnected, filled the tubing, reconnected to the pump, and administered a correction bolus via the pump. The issue was resolved on a previous day by changing the cartridge and filling the tubing to remove the bubbles, and the problem was not currently being experienced. There was no incapacitation due to the blood glucose level, and no assistance was needed from a third party.